Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a in.pact admiral with a non-mdt (7 destination terumo) and a non-mdt (0.035 glidewire) to treat a 375mm moderately calcified plaque lesion with cto (chronic total occlusion 100%) in the right proximal mid distal superficial femoral artery (6-7mm diameter). Little tortuosity was reported. The device was prepped as per the IFU with no issues identified. Negative prep was performed. No embolic protection was used. The balloon was inflated using a non-mdt (boston scientific) inflation device. Saline and contrast fluid were used. No resistance was encountered when advancing the device and no excessive force was used. It was reported by the technician that during the first balloon inflation to 10atm the balloon was leaking where the shaft attaches to the hub. The physician expressed concern the balloon was not holding pressure. The balloon was removed as one piece. No visual damage could be seen. The procedure was completed using another 7x40 drug coated balloon. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and tactile inspection was performed on the device. The balloon was unfolded and dirty with blood. A 0,035¿¿ guiewire was easily loaded through the guidewire lumen. The purging procedure was performed, but a leak was revealed, as the bubble flow under negative pressure did not stop. The rubber was removed from its original position. In order to verify the point of leak, an attempt was done to inflate the balloon and the leak was found on the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue collar. It was possible to inflate the balloon but the device did not hold the pressure. If information is provided in the future, a supplemental report will be issued.